Event description:
The customer reported that the system displayed a generator error message during use. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator's monoblock and the connector on the control panel encoder. The system was tested and found to be working as intended and put back in service.